Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3008829311-2018-00073. It was reported that both of the patient¿s leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads were replaced. Effective therapy was restored post operatively

Event description:
Device 2 of 2 : reference MFR report #: 3008829311-2018-00073.